Event description:
It was reported that for a specific alert or reminder for a given patient, an inconsistent color may be displayed for the same clinical element across a set of work stations. For example, two work stations positioned side by side may show a clinical element in green in one display and yellow in another. This can result in a delay of treatment.

Manufacturer narrative:
The alerts and reminders feature for 6.80.0 was enabled for one customer. Ge healthcare integrated it solutions has provided the affected customer with a software correction for both issues. This correction will also be implemented in any new release of this software going forward.